Event description:
A report was received that the patient was experiencing discomfort at the ipg and midline incision site. It was noted that there were palpable nodule consistent with either one of the anchors versus a small seroma. The physician attempted to drain the midline incision but did not get any fluid back. Thus the physician thought that it was most likely represents some inflammation around one of the anchors. The patient was prescribed antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and midline incision site. It was noted that there were palpable nodule consistent with either one of the anchors versus a small seroma. The physician attempted to drain the midline incision but did not get any fluid back. Thus the physician thought that it was most likely represents some inflammation around one of the anchors. The patient was prescribed antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and midline incision site. It was noted that there were palpable nodule consistent with either one of the anchors versus a small seroma. The physician attempted to drain the midline incision but did not get any fluid back. Thus the physician thought that it was most likely represents some inflammation around one of the anchors. The patient was prescribed antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchor was explanted. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and midline incision site. It was noted that there were palpable nodule consistent with either one of the anchors versus a small seroma. The physician attempted to drain the midline incision but did not get any fluid back. Thus the physician thought that it was most likely represents some inflammation around one of the anchors. The patient was prescribed antibiotics. The patient will undergo a revision procedure.